Event description:
It was reported the patient had previously undergone a revision of his inflatable penile prosthesis (ipp). The date of the revision surgery and the reason for revision were not provided.